Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The customer did not indicate if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the eval has been completed. (B)(4) process eval. Conclusions: conclusion not yet available - eval in progress.

Event description:
The customer reported that the catheter was difficult to advance in the guide catheter and it became tangled on the guide wire or sheared the guide wire during removal after aspiration. The guide wire 'unbraided' all the way back to the tech. No harm or injury reported.